Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Based on the received information, two cutaneous fistulas with a partial exposure of the array and a partial extrusion from the cochlea has been noticed by the surgeon. A full insertion was achieved at initial implantation. Therefore, an active electrode migration is to be suspected. In addition damage to the active electrode likely caused by the partial extrusion due to minute device mobility. A review of the devics sterilization records shows that the device has been subject to a valid sterilization process. The investigation results appear to match the problems mentioned in the patient report. This is a final report

Event description:
On the (B)(6)the user went to a scheduled fitting session. Before the fitting session she underwent to a medical check with the surgeon and he noticed two cutaneous fistulas with a partial exposure of the array and a partial extrusion from the cochlea. The fitting session was canceled for the user. The surgeon scheduled urgently an explantation surgery in which he explanted the device and inserted an insertion electrode for an eventual future re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On the (B)(6) the user went to a scheduled fitting session. Before the fitting session she underwent to a medical check with the surgeon and he noticed two cutaneous fistulas with a partial exposure of the array and a partial extrusion from the cochlea. The fitting session was canceled for the user. The surgeon scheduled urgently an explantation surgery in which he explanted the device and inserted an ie for an eventual future re-implantation.